Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction or patient harm by the customer. During the evaluation of the device at the manufacturer's service center, an issue was found with the device sensor board. The device's sensor board was replaced to address the logged error code. There was no patient harm or injury reported. The ventilator was found to audibly and visually alarm as designed.